Event description:
The patient was found at his house unresponsive by the rescue team. He was in v-tach and defibrillated multiple times by rescue. Upon arrival to another facility, the patient was in sdinus rythm with occasional pvc's and the patient's defibrillator discharged multiple times. The patient was transferred to our facility where the lead ws noted to be dislodged. This lead was removed and given to the rep. For evaluation by the manufacturerdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: telemetry failure, none or unknown, none or unknown, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.